Event description:
It was reported that during use, the power module indicator light turned on and a continuous alarm sounded. When the power source was reconnected, the alarm was gone and the power module returned to normal use. The power module was operating as intended after reconnecting the power source. The backup battery was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was requested but was unable to be provided. Section d6a: date of implant was inadvertently included in the initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of an atypical alarm correlating to the power module¿s internal battery was confirmed. The power module (serial number unknown) was not returned for analysis. The returned power module battery (serial number (B)(6)) was functionally tested within a known working test power module. Upon being connected to power, a yellow wrench/red battery alarm was reproduced. Despite this alarm, a test system controller was able to operate on a mock loop when connected to the unit. Ac power was disconnected from the unit, and the mock loop operated while on battery power as intended; however, the controller alarmed with a low voltage advisory, indicating that the battery did not have much power. The battery was charged for an extended period; however, these events continued to be reproduced after charging, indicating that the battery was unable to hold an appropriate level of charge. The root cause of the battery¿s malfunction was unable to be conclusively determined through this analysis. The serial number of the power module was not provided. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.